Event description:
A facility reported a cerelink ventricular catheter with icp sensor (ID 826854) gave an error message ("sensor error replace¿). The monitor and the cable were replaced, however, replacing the sensor fixed the problem. It in unknown if the event happened during or after implantation procedure. No additional information was received after several attempts.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.